Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when the button was pressed that time it can work when the delay was rather long and it can fail to work when the delay was quite short. The customer¿s blood glucose level was unknown. The customer stated that very minor scratches on the insulin pump screen. The insulin pump will not be returned for analysis.